Event description:
It was reported that the system 9800's display froze during boot up and was not operational. The system was rebooted and operated normally. The procedure was completed with no further incident. There was no adverse patient involvement and there was no patient information reported.

Manufacturer narrative:
An investigation was performed over the telephone by a ge representative. It was found that the system was not plugged into its dedicated ac outlet. The system plug was moved to the dedicated outlet and problem has not reoccurred.